Event description:
Pt presented to urgent care center with complaint of vomiting, diarrhea and cramps. Health professionals attempted to start IV in right antecubital using bd insyte device. Needle and catheter were inserted into skin. When it was believed the catheter and needle were in the vein, he pressed the activation button causing the needle to retract into the safety barrel. He expected the catheter to remain attached to the hub/push off tab as designed but the hub/push off tab was no longer attached to any part of the device. He believed the catheter was in the pt's vein. Two venous cut down procedures were performed as well as fluoroscopy in attempt to locate the cahteter in the pt's vein, but it was not located. Further inspection of the insyte device revealed the needle and catheter were intact in the safety barrel. The packaging for the device was not preserved. These lot's are presumed possible lot's.